Event description:
It was reported that a patient presented with infection and redness noted on the patient's implantable cardioverter defibrillator system. Wound dehiscence was noted on the device. Cultures were taken. The system was explanted on 24 jun 2024. The patient was stable throughout.